Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was noted the right ventricular lead exhibited high capture threshold and not consistently capturing. The patient stated not feeling well at times. The device was reprogrammed. The patient was discharged and stated feeling better after the programming changes.

Event description:
Additional information received noted that the right ventricular lead was capped and replaced on 11/25/2019. The patient was stable post-procedure.